Manufacturer narrative:
The t:slim g4 cartridge user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were no drops seen out of the end of the tubing during the fill tubing process. Reportedly, the luer lock connection was not secure. The customer was able to ensure the connection was tight and secure. Customer went through fill tubing process and was able to see drops of insulin coming out of the end of the tubing. The customers blood glucose level was reported to be in the (190's mg/dl) the customer was unsure if bg level was due to luer lock connection or due to eating dinner and running out of insulin.